Event description:
It was reported that bd phaseal¿ protector (p15j) leaked. This was discovered during use. The following information was provided by the initial reporter: the issue occurred at the beginning of november however customer forgot to report. Connected with a vial of irinotecan with assembly fixture. Leakage occurred when preparing. Leakage occurred when the hcp prepared other drug.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. Further testing was conducted and after properly reconnecting the vial and protector using the m12 fixture, no sign of leakage occurred. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector (p15j) leaked. This was discovered during use. The following information was provided by the initial reporter: the issue occurred at the beginning of november however customer forgot to report. Connected with a vial of irinotecan with assembly fixture. Leakage occurred when preparing. Leakage occurred when the hcp prepared other drug.